Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. The visual inspection of the provided pictures shows that the cone of the male luer lock of the access line was broken. The reported problem was confirmed. The cause could not be determined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a patient being treated with a gamcath and a prismaflex set experienced a blockage of the catheter and an unspecified defect at the male luer lock connection to the access line of the prismaflex set. At an unknown time during the treatment, the machine alarmed for ¿extremely high negative pressure at access point¿ and observation of ¿a small amount of plastic blocking vascath¿. Subsequently there was a blockage on the catheter. The catheter had to be changed. There was no patient injury or medical intervention associated with this event. No additional information is available.